Event description:
The company representative identified on the physician's programming equipment that diagnostics resulted in high lead impedance on (B)(6) 2012. Another company representative attended the patient's follow-up appointment on (B)(6) 2013. The patient is not currently experiencing any issues from the high lead impedance and does not want to get the vns replaced right now. The device was turned off on (B)(6) 2013. It is unknown when the last good system diagnostics were performed. No x-rays were taken, and no patient manipulation or trauma occurred is believed to have caused or contributed to the high impedance. Although surgery may occur in the future, it has not occurred to date.

Manufacturer narrative:
Review of manufacturing history records was performed. Review of the manufacturing history records for the lead confirmed that all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received reporting that the patient does not want to replace the vns generator and lead because he says he is doing well. Clinic notes dated (B)(6) 2013 confirmed the patient's vns generator is still turned off. The notes indicated that "most likely leads are broken," and the battery was indicated to be low. However, the patient is not wishing to pursue replacement surgery at this time.

Event description:
It was reported that the generator was at near end of service. The patient was referred for replacement but no known surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
It was reported that the patient wasn't sure if the vns had been effective for him. No further relevant information has been received to date. No known surgical intervention has occurred to date.